Manufacturer narrative:
This device has been received by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Please note associated medwatch reports 6000048-2007-00031 & 6000048-2007-00032.

Event description:
On january 11, 2007, the customer reported to bsc that during a hemostasis procedure (patient gender & age unknown), the "resolution clip's sheath separated when the nurse tried to pull the blue plastic." The same issue occurred with a subsequent device. However, the sheath on the third device was noted as being "too long." The procedure was successfully completed with a fourth device. In addition, the sheath was retrieved inside the patient. The patient did not sustain any trauma to the bleed site and or any additional complications or ill effects as a result of this issue.